Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple pockets failed on drawers and the clock was in a wrong time zone. The field service engineer cleaned and reseated row board cable headers on both drawers. Also reset the time zone to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system cubie drawer was failing and time was off by 2 hours. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.